Event description:
It was reported that sometime post a port placement by internal jugular puncture, the catheter was allegedly broke. Furthermore, the broken tip of the catheter was retrieved by the cardiology department. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter that was elliptical in shape and on the proximal end of the distal catheter segment. The edges of the complete circumferential breaks were noted to be jagged and the surface was noted to be granular in one region and round in the other region. A compound break was noted from the proximal end of the distal catheter segment. The edges of the compound break on the distal catheter segment were noted to be uneven. The surface was noted to be round and smooth on both regions. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified catheter wear and deformation issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement by internal jugular puncture, the catheter was allegedly broke. Furthermore, the broken tip of the catheter was retrieved by the cardiology department. There was no reported patient injury.